Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that a patient was intubated on (B)(6) 2013. On (B)(6) 2013, cracks were found 0.9 centimeters below the suture butterfly wing and blood leakage occurred. The catheter was pulled and replaced. The patient was involved but without injury.